Manufacturer narrative:
A ge representative evaluated the system and repaired the broken connector by replacing a broken guide pin. The system operates as intended.

Event description:
The customer reported the system has a broken cable connector that prevents the system from working. No patient injury was reported.